Event description:
It was reported that the stent foreshortened. Reportedly, during treatment of a total occlusion in the pt's right sfa, the physician intended to deploy two stents in an overlapping fashion. The first stent was deployed without any difficulty; however, when the second stent was deployed, the stent appeared shorter. Reportedly, the stent only measured 125 mm instead of 150 mm and there was a 7mm gap between the two stents. Stent post-dilatation was performed, no further actions were taken. There was no report of injury to the pt.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. The event investigation is currently underway.